Event description:
Information received from the patient via the manufacturer's representative reported that an end-of-service (eos) was seen on the implantable neurostimulator (ins) when interrogated today. An elective replacement indicator (eri) was seen 3 weeks ago. It was noted that the patient had a non-rechargeable ins as they had a bipolar disorder which was not conductive for the use of a rechargeable ins model system. The patient had programmed settings and a longevity estimate was calculated to be 2 months. There was no indication of a short circuit used in the programming. Impedances were in the 381-525 ohms range using various electrodes (6 and 9) as a reference. It was reported that the therapy impedance was < 189 ohms on a1 (8.5 volts, 450 u sec, 60 hz, 3 anodes and 1 cathode) and 169 ohms on a2 (5.0 volts, 450 u sec, 60 hz, 6 cathodes and 1 anode). It was noted that the patient was using was using 3 anodes and 1 cathode on a1 and 6 cathodes and 1 anode on a2. They also used high voltage settings. Based on the calculated longevity estimate, the eri seemed appropriate. It was unknown if there was an allegation of dissatisfaction with the ins longevity. Follow up information reported that it was decided a battery change was necessary. Additional information received on (B)(6) 2016 reported that a replacement procedure was to take place today where the patient was to be switched from a prime cell ins to a rechargeable ins model. Impedances were checked and all were within normal range. A longevity estimate was calculated based in the previously reported settings above and with an estimate of 2 months reported which aligned with the eri that was seen. The indication for use for the implanted device was noted spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.